Event description:
Vent was put on an open heart pt. Respiratory therapist observed machine give a breath and then watch the pressure meter slowly go back down. (It should have been faster.) Then before the pressure was at zero the machine gave another breath which resulted in a higher pressure delivered than was set. (Stacking of breath.) The therapist then removed vent from pt and ran short est. The leak test failed so the therapist stopped and fixed the leak, then jumped to long est. Unit passed long est. Unit was received and long est run. All passed ok. Vent then run for 5 hours with settings of tidal volume .90, rate 10, peak flow 65, senst 1, 2%, 60%, plateau 0, simv. No problem was observed after 5 hr of testing. Mfg was called on 2/9/95. Mfg took info, but did not suggest any alternate testing. No other problem found.